Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-03765 (event occurred once on 06/09/2024). All information can be found under manufacturer report number 1416980-2024-03765. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. After the expected therapy time was completed, it was observed that there was 50ml remaining out of a total 230ml of solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.